Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced; shortness of breath, dizziness, chest tightness and there was suspicion of heart rate dropping. It was also reported the right ventricular (rv) lead had the following issues; abrupt rise to high thresholds, loss of capture and undersensing. It was noted the right atrial (ra) lead was undersensing and had loss of capture. It was noted the rv loss of capture began after the patient fell. The rv lead was reprogrammed and later explanted and replaced. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.